Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2024-01131. It was reported that the patient experienced driveline power faults after getting out of bed. A review of the log file confirmed the driveline power a faults on (B)(6) 2024. The system controller and the heartmate 3 vad modular cable were replaced, after which the alarms resolved.

Manufacturer narrative:
Section d1 (brand name): corrected section d4 (catalog number): corrected section d4 (UDI number): corrected. Manufacturer's investigation conclusion: the heartmate 3 system controller (s/n: (B)(6)) was evaluated following the reported event of driveline power fault alarms. A review of the event log files contained data spanning approximately 7 days (08feb2024 ¿ 13feb2024, 01jan2000 per timestamp). Starting 13feb2024 at 8:03:25, intermittent power a broken faults activated due to the current sense on line a dropping below the threshold amperage. At 10:44:02, the power a broken faults triggered driveline power fault alarms to activate. The alarms did not resolve before the driveline was disconnected on 13feb2024 at 15:18:17, consistent with the reported controller and mod cable exchange. The alarm did not affect pump operation. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for extended operation without any issues or atypical alarms produced. Per the modular cable investigation, the reported driveline power fault alarms were determined to be due to damaged wires in the mod cable. The reported event was unable to be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (doc #(B)(4), rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (doc #(B)(4), rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.